Event description:
The event involved an unspecified IV line and cannula where the reporter stated that a clinician stated that pressures were increasing on IV line. The line was flushed and had tissue extravasation injury. The patient¿s sedation was changed to a different line and the cannula was removed. There was no report of any other medical intervention being required.

Manufacturer narrative:
D4 - product code is unknown, therefore, the UDI is unknown. The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Manufacturer narrative:
The complaint of pressures were increasing on IV line cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review could not be performed due to the lot number for this complaint was unknown.